Event description:
The following is based on medical records provided by the pt¿s attorney: on (B)(6) 1998 ¿ pt underwent repair of recurrent ventral hernias with implant of flat mesh. Lysis of adhesions was performed. An unk non-bard mesh was noted. On (B)(6) 2004 ¿ pt underwent repair of recurrent incisional ventral hernia. Flat mesh was excised, and adhesions lysed. The non-bard mesh had migrated and was adherent to the small bowel, with appearance of partial obstruction. This was remedied by freeing up adhesions. Flat mesh and no-bard mesh were explanted, and composix kugel mesh implanted.

Manufacturer narrative:
Based on the info provided, no definitive conclusions can be made. The pt has co-morbidities including congenital ventral hernias, and prior hernia repairs. The info provided indicates that the pt developed, and was treated for recurrence, which is a known adverse events listed in the IFU. No product has been returned for eval. If an add¿l info is obtained, a f/u MDR will be submitted. See MDR 1213643-2007-00977 for info related to the composix kugel mesh implanted on (B)(6) 2004.